Event description:
Caller reported a malfunction on a pump after dropping it while trying to load a cartridge. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The caller was instructed to continue using the pump and to contact technical support again if the issue reappeared.